Event description:
Information received indicates, the bed exit is not alarming when weight is removed from the switches.

Manufacturer narrative:
The technician found the right siderail cable assembly was worn. The technician replaced the cable assembly to repair the bed.